Manufacturer narrative:
Retainer ring: black. Customer reports: cracked lcd. Unit received with cracked and bleeding lcd glass. Unable to perform displacement test or verify s.w version. The p-cap / reservoir lock properly in-place. The following cosmetic damage was noted during visual inspection: cracked case at the display window. Minor scratched display window, case and keypad overlay. In conclusion, customer allegation of cracked case was confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked screen. Customer stated that the insulin pump has dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.